Event description:
Info received on 8/13/09 indicates that the (scp) straight-in device used to place (2) two screws in sacrum. Upon placement of the second screw, excessive bleeding occurred. Illiac vein damaged by screw; second screw was removed. Vascular surgeon repaired damage illiac vein and pt was transfused with (2) two units of blood. Product remains implanted in pt and overall result good with one screw. Screw-lot.